Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 714 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a manual injection and a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.